Manufacturer narrative:
Technician found the bed in medsurg room. Loose pins found in communication cable db 37-pin connector. Installed cable saver (pn (B)(4)) to resolve this issue.

Event description:
Information received incited that a patient can place a nurse call but huc response not heard in expected location. No injury alleged by account.